Event description:
It was reported to philips that the device does not mirror image, and there was no audio alarm. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not mirror image, and there was no audio alarm. The device was not in clinical use at the time the issue was discovered.